Event description:
Gensia's safety officer was informed of a pt who experienced a sore throat and hoarseness following lma use. The pt went to an ent physician who diagnosed "viral pharyngitis" and prescribed antibiotics. The physician was asked to check the facility's cleaning/sterilization procedures.